Event description:
Rptr has had intermittent stinging and burning pain in and around the breast area since 1980. She never regained complete feeling around the right nipple and it is very painful when any pressure is applied. She had the procedure done to break the scar tissue which had encapsulated both implants, but it wasn't successful. They are still very firm. When she decided to have the implants, she was assured this product had been tested and was 100% safe and would last a lifetime. Because of divorce and losing her job, she has moved around a lot. When she did request her medical records the dr didn't reply.